Event description:
Pt reported that eight years ago, the lap-band port was flipped upside down and the doctor could not perform a fill. Surgery was performed and the access port was repositioned and remained implanted. Pt reported there was a later band slippage, experienced right shoulder pain (attributed to circulation being cut-off), vomiting and lack of weight loss. The pt was admitted to hosp and transfused blood. The pt has noted a loss of weight of (b) (46 with the lap-band system. Two years ago the pt, who had not been in follow-up, received a fill but the band did not hold the initial or subsequent fills. No treatment for the possible leak has been performed and allergan does not have permission to contact the treating physician.

Manufacturer narrative:
Catalog number: lap-band adjustable gastric banding system (unk size). Taper I. (B) (4) . The reporter of the complaint was asked to return the product for analysis after the device has been explanted, as well as to indicate the product serial number and explant date, when scheduled. The info has not yet been rec'd by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Band slippage, intolerance and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, band leak, port displacement and port site pain." Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the sys or who have exhibited pain intolerance to implanted devices." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."